Event description:
In 2009, the patient was taken to the hospital by her daughter with elevated blood glucose of 30-40 mmol/l (540-720 mg/dl). Her normal blood glucose level is 5-7 mmol/l (90-126 mg/dl). The patient began experiencing elevated blood glucose 2 weeks prior to being taken to the hospital. She normally tests her blood glucose 4 times per day and began testing 8-10 times per day due to elevated blood glucose. She injected insulin via pen to lower her blood glucose. She is currently taking an antibiotic for pneumonia. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.